Manufacturer narrative:
(B)(6). (B)(4). The returned ultraflex esophageal ng was analyzed, and a visual evaluation noted that the stent was returned partially deployed and the shaft was returned kinked. A functional evaluation noted that the stent was deployed without resistance. A dimensional evaluation noted that the outer diameter (od) of the stent was measured within specification. No other issues with the device were noted. The reported event of stent partially deployed was confirmed. Additionally, the observed failure of the shaft kinked was confirmed. Factors encountered during the procedure, the technique used by the physician and patient's anatomy could have caused resistance and be the reason the stent could not fully deploy. Also, the force used by the physician when the stent felt stuck could have caused the kink encountered in the shaft during the product analysis. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng stent was to be implanted to treat a stenosis in the esophagus during an esophageal stent implantation procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the stent partially deployed. Reportedly, the stent felt stuck and could not completely deploy. The procedure was cancelled due to this event because the same device was unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.